Event description:
Breast augmentation (B)(6) 2013 allergan natrelle style 20 left, serial number: (B)(4), catalog #: 20-500; right serial number: (B)(4), catalog #: 20-500, below is a list of all the health issues that have developed starting roughly 2-3 years following by augmentation. I was a healthy young woman before this and had very minimal issues if any. I'm having surgery to explant this year in hopes of gaining some of my life back. These toxic bags should be banned. All the doctors I have been to haven't been able to find anything to link my medical issues to and I know in my gut it is due to my breast implants. Chronic pain/stiffness (neck/back/shoulder), chronic fatigue, left eye flashes, weight gain, brain fog/memory issues, intracranial pressure, pressure and pain behind nose/eyes, grinding/cracking neck, reduced mobility in neck/back/shoulders; most joints ache/crack regularly (neck, back, wrists, shoulders, hips, ankles, neck, knees, toes, fingers); tinnitus, weight gain, shaky hands, night sweats, anemia, heart palpitations, migraines and headaches daily, flashing/flickering light in vision daily, neck/skull zaps as a child; light/sound sensitivity, clenched jaw due to pain, menorrhagia which resulted in endometrial ablation. FDA safety report ID# (B)(4).